Manufacturer narrative:
Customer complained about having pump error 130 alarm on (B)(6) 2021. Thus software was utilized and downloaded trace/history files properly. In further full review in the device history found (17) pump error 130 alarm on the event date of (B)(6) 2021 started from 16:12:04 o'clock to 17:26:00 o'clock. Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 130 alarm noted during testing. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. Pump was cut open to perform visual inspection and moisture damage found on electrical board 1 at power connector (j7), internal battery connector (j6), motor connector (j5), motor flex cable copper connector traces, 40 pin lcd flex cable copper connector traces and j1 connector on electrical board 2. The motor was tested outside of the device on the stb3 and passed. In conclusion, no unexpected pump error 130 alarm noted during testing. However, pump error 130 alarm found in the insulin pump history. Moisture damage and cosmetic damage found. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had detected movement in hall sensor counts that were unexpected since the insulin pump did not command motor movement. Customer had successfully clear alarm but was unable to clear rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.